Manufacturer narrative:
After device implantation device reported to leak during initial fill. Device removed and replaced with identical device.

Event description:
Patient implanted with breast tissue-expander. During initial inflation device was found to have a leak.